Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced four infusion set cannula bent event on (B)(6) 2026. The insertion site was left and right hips and abdomen. The infusion set was in use for five or more hours. The blood glucose level was 563 mg/dl and the patient was treated with multiple daily injection (mdi). Patient found positive for ketones. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 4.